Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. The pt had been experiencing fever and redness at the pocket site. The physician explanted the precision system and placed the pt on antibiotics. The bsn sales rep reported that physician stated the infection to be procedure related. The pt was reportedly doing fine after the explant procedure.